Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that while cutting the femur in exposure mode during a cori assisted tka surgery, a high pitched noise was observed. The guard was bulb irrigated, however noise persisted. While waiting for a new drill to be opened, the surgeon wanted to try speed mode to see if that would cause the same noise. When switching over to speed mode on the screen, a system timeout error appeared. New drill was brought in, however could not get the system timeout error to go away. The procedure was completed, with a non-significant delay, using manual instrumentation. The patient was not harmed beyond the problem reported. After the case, the faulty noisy drill would also not disassemble and it was noted that there were three (3) small silver balls on the tip inside the ri robotic drill attachment .

Event description:
It was reported that while cutting the femur in exposure mode during a cori assisted tka surgery, a high pitched noise was observed. The guard was bulb irrigated, however noise persisted. While waiting for a new drill to be opened, the surgeon wanted to try speed mode to see if that would cause the same noise. When switching over to speed mode on the screen, a system timeout error appeared. New drill was brought in, however could not get the system timeout error to go away. The procedure was completed, with a non-significant delay, using manual instrumentation. The patient was not harmed beyond the problem reported. After the case, the faulty noisy drill would also not disassemble and it was noted that there were three (3) small silver balls on the tip inside the ri robotic drill attachment .

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
D9, h3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. Test cases were run on the console and no timeout errors occurred. No problem was found with the device. Screenshots were pulled from the device. A review of the relevant log files and screenshots shows numerous drill disconnects caused by errors pointing to failure of the drills exposure motor. A relationship between the reported event and the device could not be established. The most likely cause of this event is the failure of the exposure motors in the drills used in the patient case, leading to drill disconnects. Refer to the real intelligence cori for knee arthroplasty user manual ((B)(4)), appendix d: recovery procedure guidelines for proper guide on how to recover to a manual case in the event of a system failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.